Event description:
During a remote follow-up, noise resulting in oversensing, pacing inhibition and automatic mode switch (ams) were observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was reproduced. No intervention has been performed. The patient was stable and will continue to be monitored.